Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). No analyzer malfunction was observed and the eplex instrument was found to be working within specifications. Patient sample material was submitted for investigation and tested with the same lot of materials. Duplicate testing detected enterococcus and enterococcus faecalis. The customer¿s allegation was not reproduced. The investigation did not identify a specific cause of the event. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation. The issue is also consistent with a low target concentration withdrawn and loaded into the delivery port. This can create limit of detection challenges if the concentration is at or near the analytical sensitivity of the assay.

Event description:
There was an allegation of false negative results for enterococcus and enterococcus faecalis while using the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base analyzer. The eplex test showed "no targets detected". The culture and maldi results were enterococcus faecalis.